Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an ail (air in line) error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: d3 - manufacturing plant address, city, and zip code updated. D9 - date returned to manufacturer: 1/16/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have an error "cannot start pump air in line." The cause of the customer reported issue was an air detector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the air detector, and the pump passed all functional tests and performed as intended after repair.